Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was observed by the (B)(6) and teacher not paying attention to sound with the concerned device. No accident or trauma is known. A CT scan is to be performed. An appointment is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's parent reported that the child is not paying attention to sound any more. No trauma has been reported.